Manufacturer narrative:
While completing pm technician found that foot hi/low was drifting down. Replaced valve solenoid to resolve this issue.

Event description:
Complaint received alleged that the foot hi/low was drifting down.